Event description:
It was reported, that patient presented remotely via merlin.net. Review of transmission revealed, that right ventricular (rv) lead exhibited high capture threshold and loss of capture. Upon in clinic interrogation, it was noted, that the right ventricular lead was dislodged. The lead was explanted and replaced with new lead. There were no patient consequences.